Event description:
The reporter stated that she had rec'd a blood glucose test result of 395 mg/dl, and a second test of 201 mg/dl. During her call to the lifescan rep, it was determined that her meter setting was 7 and that she was using code number 3 test strips. A review of code settings and quality control procedures was done with the reporter.